Event description:
The manufacturer received information on this event through the publication ''mycobacterium chimaera. A lethal enemy of cardiac surgery'' by ferrer et al. Based on the information reported on the paper, due to symptomatic severe aortic stenosis and significant disease of the left anterior descending (lad) coronary artery, a patient underwent aortic valve replacement with a perceval s bioprosthesis and left internal mammary artery to lad coronary bypass graft in (B)(6) 2016. Ten days after surgery, a ddd pacemaker was implanted due to complete atrioventricular block.